Manufacturer narrative:
Beckman field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and found the ise cell block fitting was damaged and the mid standard bottle tubing was kinked. The fse replaced the ise cell block and the tubing to resolve the issue. The fse performed calibration, and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(6).

Event description:
The customer reported obtaining erratic patient results on ion selective electrode (ise) for sodium, potassium and chloride due to low anion gap values involving their dxc 700 au clinical chemistry analyzer. The low results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.